Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's ipg is no longer able to communicate with the programmer. Troubleshooting was unable to provide resolution. No surgical intervention is planned at this time. This patient has two scs systems. This issue is in regards to the one implanted on (B)(6) 2016.

Event description:
Follow up revealed that the patient's ipg is working properly. Patient is receiving effective therapy.